Manufacturer narrative:
One opened probe was received with a tip protector, in a zip top bag, for the report of did not cut. The returned sample was visually inspected and found non-conforming with foreign material on and in the port. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration and was non-conforming for actuation and cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks were observed at the bend area and a couple other locations along the inner cutter. The sample was retested for actuation with the probe driver and was able to actuate. The initial actuation test failed due to an interference in the probe and once the interference (needle and shell) was removed the probe was able to actuate. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The complaint evaluation confirmed that the probe had a cut issue. The evaluation also indicated that the probe had an actuation issue. The most likely root cause for the cut and actuation non-conformances is the observed damage to the inner cutter of the probe. A damaged inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause for the cut and actuation non-conformances cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the vitrectomy probe did not cut (no guillotine movement) at the start of a vitrectomy procedure though it passed initial testing. The product was replaced and the procedure was completed with no harm to the patient. Additional information was requested; however, none has been received to date.